Event description:
It was reported that the programmer, just back from other repairs, while in its first two cases the analyzer portion showed the atrial sensing on the ventricular port and the ventricular sensing showed on the atrial port. The thresholds were all on the atrial port. It was noted that something appeared "crossed." The "pigtail" adapter which was used was new out of the bag. The programmer and analyzer were returned for service. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): the analyzer was analyzed and no anomalies were found.